Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2009. (B)(4). "Odd behavior." "Feeling strange."

Manufacturer narrative:
(B)(4).

Event description:
Volume discrepancy was reported. At a refill on (B)(6) 2013, the expected residual volume (erv) was 7ml and the actual residual volume (arv) was 0ml. The pump was refilled that day. The patient went to the emergency room (ER) on (B)(6) 2013 with complaints of pain in the legs, difficulty walking, "not overdose, but basically more like symptoms of withdrawal." It was not noted what, if any interventions were provided on the (B)(6). On (B)(6) 2013, the patient reported to the healthcare provider (hcp) that for 10 days she had good relief, and then she had increasing abdominal pain. At that time a dye study and roller study performed and "showed no problems." Pum p was interrogated, no results from interrogation were reported. The reservoir was accessed that day, the erv was 33cc and the arv was 0cc. The pump was filled with saline on the (B)(6). The next day the pump was refilled with the "normal" medication. One week later, (B)(6) 2013, the patient was "brought back" to "analyze the pump." Erv was 35cc and the arv was 35cc, which was then reinstilled and scheduled to be seen in two weeks. The patient "reportedly" called the hcp the day before the initial report, one week after the last pump check, and said that she was "feeling strange again." It was noted that "for some reason" the patient could not go in the day she called, but was to be seen the day after the initial report was made. The hcp "suspected" that the patient was removing the medication from the pump, or that there was a pump malfunction. That if there was a pocket fill the patient would have had symptoms of overdose, not the symptoms of withdrawal that she had actually complained of. The hcp reported that the patient had a "higher risk" of "tampering" than "other patients," and noted that "there's been odd behavior." It was also noted that prior to (B)(6) 2013, the previous refill was (B)(6) 2012 and there had been not hospital visits, "no nothing" between (B)(6) 2012 and (B)(6) 2013. The device system was used to infuse bupivacaine and dilaudid (hydromorphone.) Additional information has been requested, but was not available as of the date of this report.